Manufacturer narrative:
Approximate age of device ¿ 1 years 19 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported through patient outcome that the patient was expired due to a complication involving the left ventricular assist device on (B)(6) 2018. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The device was not returned. Hm2 IFU lists death as an adverse event that may be associated with the use of the hm2 lvas. No further information was provided. The manufacturer is closing the file on this event.